Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see section h.10.

Event description:
It was reported that the syringe 50ml ll precise experienced leakage. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: fluid leaking from syringe happening often this is one of several complaints for this product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 50ml ll precise experienced leakage. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: fluid leaking from syringe happening often this is one of several complaints for this product.